Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has blank display. Customer's blood glucose level was 102 mg/dl. Customer was call back with blank display after receiving new battery cap. Customer states display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.